Event description:
It was reported that during a stenting procedure (off-label use), the balloon burst and a piece of the balloon went into the vasculature. The balloon piece was removed with a lasso with no further complications being reported.